Event description:
It was reported that during battery replacement surgery, the surgeon saw a little hole on the outer sheath of the lead and when he squeezed the lead, a bit of fluid came out. Since there were no physical break in the lead, and as diagnostics were within normal limits, the surgeon moved forward with the replacement and closed the patient. No additional relevant information has been received to date.